Event description:
It was reported that the patient underwent robotic-assisted partial nephrectomy on (B)(6) 2015 and clip was used. Before closure, area was assessed and was dry and stable. Following the procedure, during pacu stay, the patient became significantly hypotensive with dropping hemoglobin and hematocrit. The patient received fluid resuscitation and blood administration and remained unstable. The patient returned to surgery for exploration and it appeared that the clip came loose from the vessel causing the hem-o-lok to also come off. It was opined that this accounted for the large post-operative bleed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 08/07/2015. Additional narrative: it was reported that the clip was used to anchor the end of a suture on an unspecified vessel. The surgeon opined that the clip coming loose lead to the hem-o-lock coming off. The clip was securing the end of the suture and the hem-o-lock was attached to the suture proximal to the clip. The current patient status was not available.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.(B)(4)